Event description:
On 04-sep-2020: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector (missing glue). Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing was detached from patient's body at the site location while sleeping and her blood glucose level went high to 350 mg/dl. The site location was patient's back and the pump was in her bed. Moreover, the infusion set was used for not less than 24 hours. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Reportedly, her current (new) infusion set was working fine so far. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing was detached from patient's body at the site location while sleeping and her blood glucose level went high to 350 mg/dl. The site location was patient's back and the pump was in her bed. Moreover, the infusion set was used for not less than 24 hours. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Reportedly, her current (new) infusion set was working fine so far. No further information available.